Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) level of 38 mg/dl. Emergency medical services (ems) were called to the home, but the user was not transported to the hospital. Per the user, ems noted the ilet cartridge was empty, and the user suspected the pump may have delivered the entire cartridge at once. The user had changed supplies the day prior and denied manipulating the supplies. The user discontinued ilet use following the event and reverted to prior therapy. Attempts to follow up regarding ems treatment and the supply change process were unsuccessful.